Manufacturer narrative:
A review of lot c147 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected. No capas have been initiated for these complaint categories. The assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. Kit unique identifier (UDI) #: (B)(4).

Event description:
Customer reported a centrifuge bowl leak/break. A leak centrifuge alarm occurred in the second cycle, the procedure was stopped. A small amount of blood had come out at the rotary seal of the bowl. The treatment was aborted with no blood returned to the patient. Patient was fine, she received another treatment on the same instrument, which was completed successfully. Customer confirmed they were able to clean the centrifuge chamber. No service order was generated. The kit was discarded after the treatment. The customer elected not to return the data key or pictures for investigation.